Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that a patient was on impella 5.5 support and was having a lot of ectopy believed to be catheter induced and the plan was to reposition bedside under enchocardiogram. Four days later, the patient coded and went into ventricular tachycardia (vt)/ventricular fibrillation. The patient was shocked back to normal sinus rhythm. An hour later the patient went into supraventricular tachycardia (svt) and was treated with metoprolol. The following day, the patient was still experiencing intermittent runs of vt and svt. The swan was pulled yesterday in hopes that it was culprit. The plan was to wean and possibly discontinue milrinone today. The discussion was underway to slowly wean and explant the impella 5.5 soon. The patient was successfully weaned and explanted.